Manufacturer narrative:
The customer reported complaint that the lifeband sheath was caught/twisted on to the little black clip on the left side of the platform causing the internal lifeband to twist and jam the mechanism was not confirmed during archive review and functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The reported issue might have been caused by the customer's lifeband, which was not return for investigation. Per zoll autopulse user guide, the lifeband must be lifted up to its fullest extension, ensuring that the side bands are at a 90 degree angle to the platform, that they are not twisted and that there are no obstructions. No significant discrepancies were found in the archive data. The platform was functionally tested and there were no problems or error messages noted. During visual inspection damaged load plate cover was noted. The load plate cover was replaced to remedy the physical damage. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load plate cover was replaced to remedy the physical damage. The platform has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
Ottawa paramedic service received a 911 call for a patient. Clothes above the waist were removed, when the platform was placed. No leads/cables/wires etc. Were near or across the lifeband. The autopulse was deployed without any issues and ran for several minutes. As soon as the paramedics unloaded the stretcher at the hospital, the platform stopped performing compressions and error message reset the lifeband was displaying. The customer tried to pull straight up and reset the lifeband; however, the lifeband would not retract. Upon inspection, the customer noted that the lifeband sheath was caught/twisted on to the little black clip on the left side of the platform causing the internal lifeband to twist and jam the mechanism. The customer quickly disconnected the lifeband at the middle and resumed performing manual CPR. No other information was provided. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.